Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that during the procedure, the electrosurgical unit was set to bipolar coagulation mode at 30w, but users reportedly could not verify energy output. The bleeding was stopped by administering an epinephrine injection to the bleeding site. After the procedure, the hosp biomedical engineer was reported to have tested the electrosurgical unit by using water test, and the unit worked appropriately. The user facility further reported that the electrosurgical unit was used on subsequent procedures in monopolar mode and there was no problem reported. The user facility elected not to return the electrosurgical to olympus for eval, as the device reportedly worked after the procedure. The device was last reported to be at the user facility. The exact cause of the user's experience could not be conclusively determined. If the device is returned for eval, or if add'l significant info is rec'd, this report will be updated. This report is being submitted as an MDR in abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy with hemostasis, te electrosurgical unit did not output sufficient energy when used in conjunction with another company's electrosurgical probe. Bleeding was said to have been stopped with the use of epinephrine injection. There was no pt injury reported.